Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) displayed dim segments and needed to be replaced. The issues were found during preventative maintenance; therefore, there was no patient involvement.

Event description:
It was reported that the large volume pump (lvp) displayed dim segments and needed to be replaced. The issues were found during preventative maintenance; therefore, there was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue of a large volume pump of lvp¿s had dim segments was confirmed on 93 out of 93 returned boards. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Device inspection: the customer returned 93 lvp display board assemblies. Physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. Root cause analysis: manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only display boards were provided for the investigation.